Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4343 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reew4343) have been reported from the same facility.

Event description:
It was reported while placing a PICC with sherlock technology, the yellow circle turning into a green square and froze in place." It was stated the sherlock did detected the line to a certain point and then it just stopped and the yellow circle turned into a green square and froze in place.